Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 500 mg/dl. The customer¿s current blood glucose value was 500 mg/dl. The customer was not feeling good they experienced symptoms of high blood glucose value. The customer treated high blood glucose with insulin pump. The customer did allege under delivery on insulin pump. Auto mode feature was not activated at the time of high blood glucose event. Customer had been using the insulin pump system within 48 hours of reported high blood glucose event. Customer reported that the insulin pump had insulin flow block alarm and a pump error alarm. Customer reported that they were able to clear the alarm. Customer reported that they were able to rewind. The self test and displacement test were passed. No further complications were reported. The customer will continue to use the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.